Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), including the nitinol stent, as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further device investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), including the nitinol stent, as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further device investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity.

Event description:
On (B)(6) 2021 a perceval pvs 23mm was implanted as the patient had a right bundle branch block. The patients condition did not improve and a complete av block was confirmed and a pacemaker was implanted on (B)(6) 2021. Per additional information received, the surgeon assessed that probably there is a relationship with the device. However, it was reported that the patient's pre-existing conditions (rbbb) have caused or contributed to the event. With regards to the patient's outcome, it was reported that the pulse was recovered to spontaneous pulse. The patient has been discharged and is healthy.

Manufacturer narrative:
The manufacturer received additional information on this event as reported in b4. The root cause analysis previously summitted remains unchanged.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Device remains implanted.

Event description:
On (B)(6) 2021 a perceval pvs 23mm was implanted as the patient had a right bundle branch block. The patients condition did not improve and a complete av block was confirmed and a pacemaker was implanted on (B)(6) 2021.